Event description:
It was reported that, "the pt complained of a painful left knee. Original surgery was in 2000. Approximately 2 years later they revised the insert to the explanted item. At that time the surgeon anticipated insert wear and scheduled today's revision."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.